Event description:
It was reported that a home healthcare pt received burns on both feet and the left wrist. The pt's mother and home healthcare nurse reportedly change the pulse oximeter sensor site every two hours. The extent of the injuries is unk at this time. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.